Manufacturer narrative:
Data provided by user evaluated and found to be within product specification. No device malfunction - user error.

Event description:
Customer has reported anomalous readings during monitoring. No report of injury has been received.